Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The sensing vector at the time of the shocks was set to the secondary vector. The patient was sitting in a chair at the time of the events. Technical services advised some testing options. The local representative was unable to reproduce the rhythm with pocket manipulation. The doctor has elected to program the therapy off for now. There were no additional adverse patient effects. The system remains implanted. It was reported that the device had provided shocks but there was no information in the device logbook. The patient had arrived for radiation therapy and the device was being checked prior to the procedure. Technical services did a review of the device downloaded memory. Technical services advised the missing data was likely due to a memory error (single event upset). We observe five shocks that were attempted to occur at unusual voltage (198 instead of 1350v) and then the device is observed to reset to the unexpected condition immediately thereafter. The device had normal activity in the hour that followed. The device appears to be operating normally again after this temporary unexpected behavior. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The sensing vector at the time of the shocks was set to the secondary vector. The patient was sitting in a chair at the time of the events. Technical services advised some testing options. The local representative was unable to reproduce the rhythm with pocket manipulation. The doctor has elected to program the therapy off for now. There were no additional adverse patient effects. The system remains implanted. It was reported that the device had provided shocks but there was no information in the device logbook. The patient had arrived for radiation therapy and the device was being checked prior to the procedure. Technical services did a review of the device downloaded memory. Technical services advised the missing data was likely due to a memory error (single event upset). We observe five shocks that were attempted to occur at unusual voltage (198 instead of 1350v) and then the device is observed to reset to the unexpected condition immediately thereafter. The device had normal activity in the hour that followed. The device appears to be operating normally again after this temporary unexpected behavior. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Technical services did a review of the device downloaded memory. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The sensing vector at the time of the shocks was set to the secondary vector. The patient was sitting in a chair at the time of the events. Technical services advised some testing options. The local representative was unable to reproduce the rhythm with pocket manipulation. The doctor has elected to program the therapy off for now. There were no additional adverse patient effects. The system remains implanted. It was reported that the device had provided shocks but there was no information in the device logbook. The patient had arrived for radiation therapy and the device was being checked prior to the procedure. Technical services did a review of the device downloaded memory. Technical services advised the missing data was likely due to a memory error (single event upset). We observe five shocks that were attempted to occur at unusual voltage (198 instead of 1350v) and then the device is observed to reset to the unexpected condition immediately thereafter. The device had normal activity in the hour that followed. The device appears to be operating normally again after this temporary unexpected behavior. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the device had provided shocks but there was no information in the device logbook. The patient had arrived for radiation therapy and the device was being checked prior to the procedure. Technical services did a review of the device downloaded memory. Technical services advised the missing data was likely due to a memory error (single event upset). We observe five shocks that were attempted to occur at unusual voltage (198 instead of 1350v) and then the device is observed to reset to the unexpected condition immediately thereafter. The device had normal activity in the hour that followed. The device appears to be operating normally again after this temporary unexpected behavior. There were no adverse patient effects. The device remains implanted.